Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 40 mg/dl. After the troubleshooting was done customer was advised that the pump is operating as designed and is no longer concerned about a delivery anomaly. Customer stated that she agreed and will monitor for now. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 40 mg/dl. The customer was treated with food and will monitor blood glucose and pump.